Event description:
It was reported that the patient presented to the hospital after receiving shocks. Exit block was observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 6.8-7.2 cm from the connector pin, consistent with lead friction to the ICD. The etfe coating of one sensing conductor was abraded and the conductor was partially melted at the same location.